Event description:
It was reported that the patient had no stimulation sensation. The patient reported that stimulation turned off on (B)(6) 2015. No interventions or outcome reported. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 3777-60, serial#:(B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).